Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was currently hospitalized due to a high blood glucose level. Blood glucose level at the time of the emergency room visit was 495 mg/dl. The caller reported that a lost sensor alert was occurring. Caller also reported that she programmed a bolus, but did not see the insulin pump deliver it. The caller stated that the customer had been off of the insulin pump for one day prior to the hospitalization. Blood glucose level at the time of the call was 300 mg/dl. The insulin pump was not replaced or returned for analysis.